Event description:
Complaint alleged that during biomed testing the device displayed a "pacer fault 115" message. Complaint indicated that there was no patient involvement in the reported malfunction.